Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level ranged from 160-187 mg/dl. Customer successfully changed the pump supplies and resumed insulin delivery after the system check.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.